Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-12 was to be placed in bile duct approaching from duodenal via endoscope. After using a straightener, the physician attempted to pass zebd-7-12 over a guidewire (asahi intecc/m-through 25) placed in the intrahepatic bile duct, but the guidewire did not pass through due to a kink at the pig tail part. He used another same device (unknown lot) in the hospital. No health hazard.